Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed that the pacing impedance was steady at about 419 ohms through 2015-05-13 and then steadily rose to 1488 ohms between 2015-05-20 and 2016-12-02. The pacing impedance was then 1456 ohms on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased impedance and increased thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the rising and high impedance was pacing.